Event description:
It was reported that the device was explanted and replaced due to capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported capture was not reproducible in the laboratory. The device was tested on the bench and in the automated system; no anomalies were found. The device tested normal. The cause of the capture anomaly observed in the field was undetermined.